Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the up button on the infusion device is defective. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for evaluation. A preliminary evaluation revealed the soft components of the housing are worn down heavily and restricted handling of the infusion device is an implication. Moisture could enter the infusion device and destroy the functionality of the buttons and the electronics. Additional information will be submitted when the evaluation is complete.